Manufacturer narrative:
This report is being supplemented to provide field service report provided by olympus. Updated field (h3, h6, h10). 7/31/2023 field service engineer (fse) found many instances of e71 and e74 errors in the log. Fse found while using the software maintenance tool and operating the disinfectant drawer by hand that the front and inner sensors would switch on and off at the exact same time. Fse also found while performing the preventive maintenance the detergent sensor was leaking detergent. Fse adjusted the front and inner switches inside the disinfectant drawer assembly so they would be farther apart from each other. Fse replaced the detergent sensor. Fse then successfully loaded the machine with acecide with no errors. Fse then observed a completed a cycle with no errors and no leaks. Repair is complete. Equipment repaired and verified according to OEM instructions. Fse left the machine in working order and returned the machine back to the customer for normal operation. Fse completed the electrical safety test and attached the report to the fsr. Fse completed the repair checklist, signed it and attached it to the fsr. A copy of the service ticket was printed and emailed to the customer. Equipment repaired and verified according to OEM instructions.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 6 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, the following are probable: -in case of occurrence due to user handling. The user did not install the disinfectant bottle properly and closed the disinfectant bottle drawer. It made the bottle interfere with the drawer and prevented installation of the bottle. -in case of occurrence due to failure of the subject equipment. The suggested event was caused due to incorrect detection by the sensor even though the disinfectant bottle was not installed. As for the cause of the detection, temporary contact failure of contacts inside the sensor may have occurred. *specification of the subject equipment: disinfectant bottle drawer is unlocked only during disinfectant replacement process. Moreover, the equipment is designed to be locked again when sensor, which detects insertion of the drawer with disinfectant bottle installed, is turned on. The following information is stated in the instructions for use (IFU): ¿chapter 8 troubleshooting and repair. If any irregularity is detected during an inspection or if the device is clearly malfunctioning, do not use it. Contact olympus for repair.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported that the blades in disinfectant drawer did not line up with acecide-c bottle on endoscope reprocessor. The several bottles of acecide-c did went down the drain, not in the disinfectant. An olympus field service engineer (fse) was onside to adjust the blades in disinfectant drawer but did not fix the issue. The unit has not been used since the event date. The customer requested a fse to be dispatched. The two services quotes were submitted to the customer for repair and annual preventative maintenance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the blades in disinfectant drawer do not line up with acecide-c bottles on endoscope reprocessor. There was no patient involvement in this event. There were no reports of patient harm.